Manufacturer narrative:
An evaluation of the device cannot be performed as the device kept at the hospital and was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "right tka revision. Preoperative: tibial baseplate collapsed. Post operative: new universal baseplate w/offset and stem, patient stable."